Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2018-01089. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisionals fractured during insertion and trial range of motion.